Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to damaged crown (dislodged dental restoration).

Event description:
The customer reported a crown on tooth #14 cracked while wearing aligners, therefore is needing a new crown placement. No medical intervention was required as of yet. The customer is still wearing the aligners.